Manufacturer narrative:
The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 07/29/2024, znyo medical received a report from the customer reporting that the pump was giving the air in the error. No patient involved/harm reported.

Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00641 is a duplicate of MDR# 3006575795-2024-00429. Refer to 3006575795-2024-00429 for event details. Reference to complaint #: (B)(4).